Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducers within the assembly (pt801 and pt802). This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an rga (return good authorization) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr fault (transducer fault). The customer reported the exhalation pressure transducer failed calibrations. At this time, there was no reported information regarding patient involvement, it is currently unknown.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr fault (transducer fault). The customer reported the exhalation pressure transducer failed calibrations. The customer reported no patient involvement associated with the event.